Event description:
The device was used during an unk procedure. The device was inserted into the pt cavity and the cartridge fell into the pt. The cartridge and the instrument were removed. A second device was used to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
F1: should not have been checked on initial medwatch. No medwatch was received by user facility. D5; h4-information not available. G3: health professional was incorrectly selected on initial medwatch. Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell out of the instrument" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The cartridge retention feature was measured and was found to be conforming to design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly, co strives to understand each incident as it occurs in order to continuously improve co products.